Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 24 and 36 hours. The symptom reported was weakness. The patient was treated with intravenous fluids, potassium, and 3 doses of morphine. The pod was removed and discarded; the patient's wife reported that the cannula appeared bent. The patient was released after two days.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: unspecified. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.